Event description:
In this case the customer contacted the ccsc helpdesk and stated that the pt intercom was not working. The field service engineer was dispatched to the site. The fse confirmed there was no rescan or radiopharmaceutical reinjection. There was no report of harm to a pt, operator, or bystander. The fse determined the cause was from defective microphones. The fse replaced and tested the new microphones. The intercom is fully functional.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).